Event description:
As reported, approximately 5 years post op initial right tka, this 39 y/o female patient was revised due to a loose femur and recalled poly. Patient complained of pain. Due to recall surgeon used competitor devices for revision. Patient was last known to be in stable condition following the event. Unknown medical history. Product is not being returned - due to recall hospital will not release.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 5230543 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm 5248479 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t. 5202522 200-07-29 - advanced patella 29m 3 peg implant.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.